Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2017 to assess the instrument test well images in question, which appeared to have a clear halo around the red blood cell button, and then a pinkish outer circle also.

Event description:
On 07sep2017, it was determined that a european (B)(4) customer site report of an unexpected negative antibody screen when tested on a galileo echo was reportable. The actual testing took place on (B)(6) 2017.